Manufacturer narrative:
H4: device manufactured on april 02, 2022 - april 03, 2022. H10: one actual and photographs of the sample were received for evaluation. Visual inspection along with magnification could not verify the report of particulate matter (pm) in the actual sample; however, a white elongated polymeric appearing particle possibly of acrylonitrile butadiene styrene consistent with fill port material appeared in fluid path of the photographs.the fill port cap was removed from the actual sample and no issue was observed in the connector or cap area. The reported condition was verified in the photo samples; however, not verified in the actual samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a filament particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.